Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been diagnosed with diabetic ketoacidosis (dka) during a scheduled appointment with a family care physician the previous day and was experiencing recurrent hyperglycemia. No blood glucose readings were reported. Duration of pod usage was not reported. Upon review, the lot number was confirmed to be included in a recalled lot. The patient was advised to immediately discontinue use of the current pod and to seek urgent medical attention through a healthcare provider or emergency services due to the lack of available long-acting insulin.